Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample m8 mas/boss found the set screw unable to be fully engaged in the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent the surgery due to degenerative lumbar spinal stenosis (dlss) on (B)(6) 2016, intra-op, t here was screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The products came in contact with the patient but not implanted. No patient complications were reported.